Manufacturer narrative:
An ultraflex esophageal distal release stent was returned for analysis. The delivery system was not returned. No issues were identified during the product analysis the investigation could not confirm the reported event based on the condition of the returned device. However, taking all available information into consideration, the investigation concluded that the reported event was most probably due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an ultraflex¿ esophageal stent was to be used in the esophagus during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was placed to treat malignant stricture in the esophagus. Reportedly, the patient¿s anatomy was tight and had been dilated prior to stent placement. According to the complainant, during the procedure, the physician began deploying the stent when the deployment suture became stuck and the stent could not be fully deployed. The partially deployed stent was removed from the patient and the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 26, 2016 that an ultraflex¿ esophageal stent was to be used in the esophagus during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was placed to treat malignant stricture in the esophagus. Reportedly, the patient¿s anatomy was tight and had been dilated prior to stent placement. According to the complainant, during the procedure, the physician began deploying the stent when the deployment suture became stuck and the stent could not be fully deployed. The partially deployed stent was removed from the patient and the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.